Event description:
Cellulitis [cellulitis]. Case description: spontaneous report was received on (B)(6) 2012 regarding a nurse, initial (B)(6). The pt's medical history was not provided. On an unspecified date in 2010 (2 years ago), the pt initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, weekly into an unspecified knee. The lot number of synvisc was not provided. It was reported that the pt received a couple of series of synvisc in one knee and developed cellulitis. The event of cellulitis was medically significant. The action taken with synvisc treatment was not provided. The outcome for the event of cellulitis was not provided. Concomitant medications were not provided. The intensity for the event of cellulitis was not provided. The relationship between synvisc and the event of cellulitis was not provided by the reporting nurse.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.